Event description:
It was reported that during a percutaneous coronary intervention (pci), stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, eccentrically shaped, 2.5x32mm, denovo target lesion, which contained <= 45 degree bend, was located in the mildly calcified mid to distal left anterior descending (lad) artery. The lesion was predilated with a 2.5 x 15 apex balloon and then a 2.50x38mm promus element was advanced to the lad; however the device was unable to cross the lesion. The device was removed from the patient and stent damage was noticed. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci), stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, eccentrically shaped, 2.5x32mm, denovo target lesion, which contained <= 45 degree bend, was located in the mildly calcified mid to distal left anterior descending (lad) artery. The lesion was predilated with a 2.5*15 apex balloon and then a 2.50x38mm promus element was advanced to the lad; however the device was unable to cross the lesion. The device was removed from the patient and stent damage was noticed. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The struts on the proximal end of the stent were raised up, misaligned and some struts were pushed in on the body of the stent. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).